Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of three microbiological testing by the user facility, following microbes were detected from the sample collected from the all channels of the subject device. Klebsiella pneumonia (38cfu / endoscope) enterobacter sp. (>100cfu / endoscope) the device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 4, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the subject device tested positive for gram-positive bacteria (1cfu/endoscope). The testing result cleared the (B)(6) guideline. (B)(4) checked the subject device and found followings. The failure of the air/water nozzle unit. The glue of the bending rubber was worn out. The instrument channel port was scratched. The air/water cylinder was scratched. The suction cylinder was scratched. The rubber of the remote switches 1 was pierced. The angulation was out of specification. The instrument channel was worn out. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.